Event description:
It was reported by the customer, leaks occurred less than three months after PICC catheterization, and trachoma was found on examination. No other information was provided. It was reported this event occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Two videos of groshong catheters were returned for evaluation. An initial visual observation of the videos showed that a clear liquid leaked from the catheter tubing as it was flushed in each video. However, details of the damage could not be discerned from the returned videos, and there were no distinguishing features in the returned videos of the devices which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, leaks occurred less than three months after PICC catheterization, and trachoma was found on examination. No other information was provided. It was reported this event occurred with two devices. This report addresses the second device. Additional information received on 07/23/2024: the location of the "trachoma" in the catheter is unclear, but it is located in the patient's body. It has now been removed. Case was discovered during maintenance with saline solution.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer, leaks occurred less than three months after PICC catheterization, and trachoma was found on examination. No other information was provided. It was reported this event occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.